Event description:
#Medwatcher #(B)(4). It will not let me go pass (B)(6) of 2007 and mine pain started a year prior to that a couple of months after I had the essure implanted in 2006. It started with sever abdominal pain on my right side. During my menstrual cycle then gradually becoming all the time. Painful intercourse then came the bloating, hair falling out, muscle and joint pain, my back started hurting, unable to walk or stand for long periods of time, heavy bleeding sometime for 2 weeks, at a time migraines, always tired depression, sent in. My insurance which is state insurance covered. Ten years later to the day almost I finally found a doctor who was willing to listen to me and on (B)(6) I had a hysterectomy. I was told that I had to be in unbearable pain. The right side of my uterus was completely dead and filled with blood. It would of eventually ruptured and I would of bleed internally. I still have my ovaries. Discussing taking the right one out due to still in a lot of pain.